Event description:
It was reported that ongoing intermittent occlusion alarms occurred, and the issue caused the customer's blood glucose level to read "high." The customer addressed the high blood glucose by administering a correction bolus using a syringe. Reportedly, the customer continued to use the pump for insulin therapy.